Event description:
Its was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was between 400-500 mg/dl. Reportedly, on 7/21 the customer went to the emergency room and subsequently admitted into the intensive care unit (ICU) for a bg of 952 mg/dl and diabetic ketoacidosis (dka). Customer attempted to address their elevated blood glucose levels with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin. Tandem technical support (cts) performed a system check and the pump is functioning as intended. Multiple attempts were made by cts to gather additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.